Event description:
The facility returned the device for servie with a report a failure code 570. The failure was reported to have occurred prior to the patient use. According to biomed, no patient injury or need for medical intervention has been reported. No additional information available.